Event description:
It was reported that the device charger was not functioning as expected, with a flickering indicator light and prolonged charging time despite no visible damage, and a replacement charger was provided along with an additional charger for travel. Symptoms included no adverse health effects. Outcomes included no interruption requiring medical care and continued device use with replacement supplies shipped. Investigation included customer interview and review of device performance as reported. Investigation of this case revealed a suspected charger malfunction consistent with an intermittent power delivery issue affecting the charger component. It was concluded, based on previously established findings for similar reports, that the cause was an electrical component failure of the charger.

Manufacturer narrative:
Initial.